Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown liner, unk; unk, unknown head, unk; unk, unknown shell, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06009, 0001822565 - 2017 - 06010, 0001822565 - 2017 - 06011.

Event description:
It was reported that the patient underwent wound debridement and packing approximately one month post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample could not be evaluated and the reported event was not confirmed due to limited information received from the customer. A device history record (DHR) review was unable to be performed as the lot numbers of the devices involved in the event are unknown. A review of the complaint history was unable to be performed as the part and lot numbers of the devices involved in the event are unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.